Event description:
Additional information noted that this device was explanted and the competitor lead was abandoned surgically, while the device will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up of this implantable cardioverter defibrillator (ICD) high out of range pace impedance measurements were noted. A competitor lead revision was scheduled. No adverse patent effects were reported.